Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lung biopsy procedure the device would not fire and got stuck closed outside the chest. Unknown how the case was completed. (B)(6).

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired (B)(6). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and no anomalies were found. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.